Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling the cartridge. Blood glucose was 140 mg/dl. Reportedly, the customer changed the syringe needle and completed the load successfully.